Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the patient was given zofran and unspecified IV medications." H2 correction

Event description:
The patient was given zoloft and unspecified IV medications.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 around 7:15am, the patient vomited and the parent's took him to the emergency room. When the nurse checked a bg it was around 300 mg/dl while the cgm was 100 mg/dl. The patient was given zofran and unspecified IV medications. The patient was discharged on the same day when their bg was in normal range. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.